Event description:
It was reported that the device experienced a self-test failure.

Manufacturer narrative:
Attempts are being made to determine from foreign sources the date of the clinical event and whether or not there was patient involvement.